Event description:
Per rep, peg was placed in pt in 2001. Dr. Claims he places the 90 bolster without using hemostats. Water soluble lubricant is used and tube is wiped down. The 90 degree external bolster migrated away from the pt's stoma. Two days later, the pt developed a pneumoperitoneum. The stomach was 360 degrees removed from the wall. Dr. Repaired the stomach with endostitches to keep it securely attached to the abdominal wall.